Event description:
An infant patient was brought to the cardiac cath lab (B)(6) at 7:30am. Doctors implanted an 8mm abbott vascular plug 2 in the patent ductus arteriosus (pda) at 10:15am. Patient left the cath lab and went to pacu at 11:05am. Patient was on the (B)(6) in his room receiving an echocardiogram. Physicians were notified that the device had embolized from the patent ductus arteriosus (pda) to the left pulmonary artery (lpa) around 2pm. Patient was brought back to cardiac cath lab (B)(6) at 2:46pm. The embolized device was retrieved at 4:04pm. A 10mm abbott vascular plug 2 was implanted in the pda at 5:01pm. Patient left the cath lab and went to pacu at 5:58pm.